Event description:
(B)(6) -the dealer reported that the 3gtq3 power wheelchair mpj joystick was displaying goodbye and would turn on and off intermittently, there was no patient injury reported.

Manufacturer narrative:
(B)(4). Two other complaints were received for this product. On (B)(4) 2012, file # (B)(4) was processed, and determined to be not reportable because it was regarding a continuous error message on the joystick, which was replaced. (B)(4) 2012, file # (B)(4), for the same issue, and the joystick was again replaced. This is the third time the provider reports on this 3gtq3 power wheelchair joystick having issues, this time it was determined to be reportable, and a MDR report will be submitted.